Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the product that was used? It is not available. Please provide the source or name and title of the external person providing answers to follow-up. Dr.(B)(6) was the surgeon.

Event description:
It was reported that a patient underwent a robotic hysterectomy on an unknown date and a barbed suture was used to close the vaginal cuff. During the procedure, the surgeon took 3 passes pulling half of the tension. After the 4th pass the surgeon tightened up the suture and then while pulling the free end of the suture to pull everything tight the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences. Additional information was requested.